Manufacturer narrative:
The investigation for the reported pump stop has been completed. The product was returned. Per the results of the clinical review and investigation: the cause of the issue was unable to be reproduced. Device operated to specification. Most likely an interaction with another device. Evidence of scratches on the outflow cage. Logs not returned. As noted in the impella IFU: impella cp with smart assist system section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient did not have an activated clotting time due to cardiogenic shock and the patient was unstable. The physician implanted the impella cp and the pump stopped. The physician decided to use an extra-corporeal membrane oxygenation device instead of the impella cp. It was reported that the patient survived explant of the device. No further information is available.